Event description:
Customer reports via phone that three 40" extension tubing have burst at the hub. The injector (illumena) psi was set at 1000. When the tubing burst, the tech was asked what psi was achieved by the injector each time, and tech responded that the injector displayed approximately 600 - 500 psi.

Manufacturer narrative:
Liebel flarsheim manufacturer report: our investigation into the issue reported regarding the 601281 (high pressure extension tube w/rotating male luer adp) lot number 35i07m003 has been completed. Because we have not received product samples for evaluation, we are unable to confirm the issue reported without the benefit of returned product. The lot number provided was used to review the history of the device, which was found to be acceptable. Review of the product complaint database indicated that this was the only reported issue of this type for this product code.